Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Device evaluated by manufacturer: received product consisted of a quantum maverick balloon catheter in two pieces. Visual and microscopic analysis revealed the hypotube was fractured. The proximal portion measured 46cm from the edge of the strain relief to the hypotube fracture site. The distal portion measured 97cm from the hypotube fracture site to the tip. The appearance of the fracture surface is consistent with the device having been kinked prior to the break. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed de novo eccentric lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). The target lesion was 12mm in length with significant bend of >45 degree and <90 degree. A 5.0x16mm taxus liberte stent was implanted. The 12mm x 5.0mm quantum maverick monorail balloon catheter was advanced for post dilation of the implanted stent. While advancing the balloon catheter a shaft break occurred in the right coronary artery. The non bsc guide catheter was withdrawn and the broken shaft was pulled and removed from the patient's anatomy. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status was stable.

Event description:
It was reported that during a percutaneous coronary intervention procedure a shaft break occurred. Vascular access was obtained via the right femoral artery. The 90% stenosed de novo eccentric lesion was located in the moderately tortuous and mildly calcified proximal right coronary artery (rca). The target lesion was 12mm in length with significant bend of >45 degree and <90 degree. A 5.0x16mm taxus liberte stent was implanted. The 12mm x 5.0mm quantum maverick monorail balloon catheter was advanced for post dilation of the implanted stent. While advancing the balloon catheter a shaft break occurred in the right coronary artery. The non bsc guide catheter was withdrawn and the broken shaft was pulled and removed from the patient's anatomy. Another of the same device was used to complete the procedure. No patient complications were reported and the patient's status was stable.